Event description:
The customer reported to baxter (B) (4) a free flow which caused a leak with the interlink system buretrol set. The customer reported that the roller clamp above the burette did not properly close and fluid filled the burette and leaked onto the floor through a vent. This incident occurred during patient use with an unknown drug. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
(B) (4). The device has not yet been received for evaluation. Should the set be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.